Manufacturer narrative:
The catalog number and lot number of the oscillating blade used in surgery cannot be identified. The surgeon expressed concern to the pt that the infection may be associated with the blade used in surgery. In 2008, conmed linvatec notified this facility of a recall for certain single use, sterile blades (gamma sterilization used). This recall was initiated as conmed linvatec determined there was a possibility that certain catalog numbers and lots of conmed linvatec hall surgical blades, may have a hole in the corner of the blister package, thereby potentially compromising the sterility of the devices. To date, conmed linvatec has not received any other reports of infection associated with these recalled blades. Nuffield brentwood hosp identified having the following blades in this list for recall: catalog number: 00507120100, nexgen oscillator blade, brazol coated, lot numbers: bbd31767 (mfg 9/18/07) and bbd35735 (mfg 10/9/07). Both blades have a 5 year shelf-life. Reports indicate that the lot# bbd31767 was invoiced to the hospital on 11/26/07 and lot# bbd35735 was invoiced on 12/24/07.

Event description:
The user facility reported that the pt had bilateral total knee replacements in early 2008. This procedure was performed with a hall oscillating blade. On approx a month later, a staphylococcus aureus infection was identified in the right knee. Surgical debridement performed on that day, and pt started on IV antibiotics.